Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the deployment of a 29 mm sapien 3 valve in the aortic position via transfemoral approach the balloon ruptured. The perceived cause was due to a heavily calcified stj. No patient injuries were reported.

Manufacturer narrative:
The following corrections were made per additional information received: b5: as per pre-decontamination, the following was found: pinhole on proximal working length of the balloon. G4: 08/15/2019. D10: return to manufacturer august 1st. F10: burst 1074 to leakage 1250. H2: correction. H3: unchecked not returned to manufacturer.

Event description:
As per pre-decontamination, the following was found: pinhole on proximal working length of the balloon.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was not returned. Transcatheter delivery balloon burst complaints have been previously investigated by edwards.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the balloon burst was not confirmed, but may have been due to patient factors (calcified stj) and/or procedural factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The delivery system was returned after use in the procedure. The atrion device was returned detached from the delivery system. A slight bend was observed on the proximal balloon shaft likely due to return packaging condition. The returned delivery system was visually inspected and pinhole leakage was observed on the balloon. A pin hole was found on the edge of the proximal working length of the balloon, near the taper end. Per dimensional analysis balloon double wall thickness was measured along the edges of the pinhole location, all measurements met specification. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no similar complaints and no confirmed manufacturing non-conformances were identified. The complaint history review revealed other similar complaints with device returned. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. Available information suggested that procedural factors and/or patient factors may have contributed to the similar events. A review of the complaint history revealed the complaint occurrence rate did not exceed the may 2019 control limit for the trend category. The instructions for use (IFU), device preparation and the training manual were reviewed, and no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leakage was confirmed upon visual inspection of the returned device. However, no manufacturing non-conformances were identified. Based on a review of the complaint history, lot history, and DHR, there was no indication that a manufacturing nonconformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. As there were no reported difficulties in de-airing the device, a pinhole was likely not present on the device out-of-box. Per the complaint event description, ¿the perceived cause of the balloon rupture due to puncture of the balloon from a heavily calcified stj.¿ additionally, it was reported that the degree of calcification of both the aortic root and native valve were severe. Calcification in the annulus can directly get into contact with the balloon during inflation causing the observed leakage. As such, available information suggests patient (aortic stj calcification) factors may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation and the complaint rate did not exceed the may 2019 control limit for the applicable trending category, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.